Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus. A field service engineer powered down and reseated the retractor band and ribbon connector. Rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.